Event description:
It was reported that during a da vinci s myomectomy procedure, the "plastic end part" of the tenaculum forceps instrument, broke and fell into the pt. No additional info was provided. No pt harm, adverse outcome or injury was reported. Multiple attempts have been made to obtain confirmation from the customer that all pieces were retrieved from the pt, however, at this time the customer has not responded. If additional info is received, follow-up MDR will be submitted.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the instrument is broken at the proximal clevis to main tube interface. The clevis is dislodged from the main tube as a result. Both the proximal clevis and main tube are missing pieces, with the proximal clevis missing a piece approximately .189 inches by .277 inches. No other damage found. Engineering included that based on the breakage, the damage was caused by overloading at the tip.